Event description:
No new information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results from the investigation, no image blackout was confirmed. The probable cause maybe attributed to electrical problems like signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had no image. The issue was found during reprocessing. There was no patient involvement.